Event description:
The customer reported that the unit was not working on backup battery. Review of the device diagnostic code in the ventilator's log history noted a 24/+-12v/power fail condition. The customer reported there was no patient harm. The manufacturers service technician confirmed the reported problem. The service technician replaced the backup battery to complete the service. Applicable final testing was completed and testing passed to operating specifications.